Event description:
According to medical documentation forwarded to shiley by the initial reporter, a patient had his ionescu-shiley mitral prosthetic valve replaced due to "severe perivalvular regurgitation." According to the operative report, the valve was replaced with a mechanical heart valve and the patient was in stable condition.

Manufacturer narrative:
No medwatch report was received from the user facility.